Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient met with the sjm representative and confirmed the issue. It was also reported the patient has not charged or used her ipg in approximately 6 to 7 months. The patient will undergo surgical intervention at a later date to address the reported issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.